Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 180-271 mg/dl.